Event description:
Oversensing episodes and low pacing impedance (< 250 ohms) were reported on this rv lead.

Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. Upon receipt, the lead was still connected to the ICD header. The initial inspection showed that the set screws were properly tightened. Afterwards the lead was disconnected from the ICD and both devices were subjected to an extensive analysis. The ICD was interrogated, revealing the battery status bos. The ICD was implanted for three months and 321 charging cycles were recorded to the devices memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. Rests of coagulated blood were found in the header bores of the ICD. At a next step the memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular as well as the far field channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. Further inspection of the data documented oscillating values of the pacing and shock impedance. The impedance measurement functions of the ICD were tested and showed no anomalies. The measured values were normal and as expected. Subsequently the ability of the ICD to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The lead was thoroughly analyzed. During the visual inspection multiple signs of wear could be observed along the lead body. In particular 33 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region the inner coil was deformed and the coating of the conductor cables to the ring electrode and to the shock coil was damaged. These findings can be considered to be the root cause of the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. Upon inspection of the memory content the clinical observation was confirmed. However, a thorough analysis of the ICD proved the device to be fully functional. The clinical observation resulted most likely from the observed lead damages caused by first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem of these devices.